Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.

Event description:
It was reported that the implantable cardiac monitor battery reached end of life and that it was not possible to interrogate the device. The device was removed. No patient complications have been reported as a result of this event.